Manufacturer narrative:
This report is submitted on 14 may 2020.

Manufacturer narrative:
This report is submitted on 21 february 2020.

Event description:
It was reported that the device was explanted on (B)(6) 2019 due to extrusion of the receiver-stimulator and electrode migration. The patient was re-implanted with a new device during the same surgery.